Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital on (B)(6) 2014 due to an ongoing driveline infection, and was debrided twice while he was hospitalized. It was reported that the pt needs a pump exchange; however, he is not a candidate due to lung disease. The pt was discharged to a rehabilitation facility with IV antibiotics on (B)(6) 2014.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.